Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device was explanted due to eri (elective replacement indicators) after less than 4 years. Expected longevity was predicted to be over 6 years, as the device was only used as vvi, due to chronic af (atrial fibrillation). No patient complications have been reported as a result of this event.